Event description:
It was reported by the rep that the (1) 355sd was not used during a procedure, it was never given to the surgeon.the case was a laparoscopic cholecystectomy. The scrub nurse had difficulty getting the trocar to arm, the arming button would not stay armed. The case was completed with another device and with no pt consequence.